Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to cycle power and explained the alarm. The tsr then explained that the hp will need to start over with new supplies and advised the hp to notify the nurse. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated they were not aware of this event. There were no further details provided. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).during investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.